Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50 serial #: (B)(4). Description: artisan surgical lead, 50cm model#: sc-2108-50m serial #: (B)(4). Description: scs lead kit, phase 2 the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was not functioning. It was also noted that the patient was experiencing inadequate stimulation as the patient¿s leads were fractured. The patient underwent a revision procedure wherein the ipg and the leads were replaced. The patient was doing well post-operatively.